Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not function was confirmed. It was found that the motor did not turn as it was corroded. The o-rings were also found to be defective. The complete locking system was found to be missing from the drill mounting mechanism. Hence the blade was found to be disassembling from the device. The missing parts of the of the drill mounting mechanism was completed, the motor and the defective o-rings were replaced, and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. User mishandling is one possible root cause for the missing parts of the drill mounting mechanism, however, given the information provided we cannot discern a definitive root cause for the same. It is also possible that the o-rings were damaged by the customer during the cleaning process. However, given the information provided we cannot discern a definitive root cause for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via service request that during an unknown procedure the 8022 handpc tornado shaver didn¿t function. No patient consequence and no surgical delay was reported. No additional information was provided. Additional information received from the affiliate reported the alleged the device motor did not turn. It was also reported there was no surgical delay, surgical intervention, and the case was completed with a like device.